Manufacturer narrative:
(B)(4). If there was a recurrence of a wheel/caster falling off of the device, it could lead to the device falling over and hitting a pt or staff member, which could cause a serious injury. Additionally, if a wheel/caster were to fall off of the device and the device falls and disconnects an arterial catheter (measuring invasive blood pressure) from a pt, medical intervention would be necessary to preclude impairment. Add'l info was obtained from the user facility about the reported problem. The user facility report reported that the caster off of the device and that the nut that was holding the caster in place remained inside the device. The device MFR is still investigating this event and will file a final report upon completion of the investigation.

Event description:
The user facility reported that one caster came off the device. There was no reported pt or user impact.